Event description:
During baxter's functionality testing, a spectrum pump failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The undetected upstream occlusion was confirmed through baxter's functionality testing, but was unable to be reproduced during the device evaluation. The unit passed upstream occlusion testing per baxter's service procedure, and the sensor was found to be operating within specification. The cause for this condition could not be determined, and the device was found to be operating as designed.